Manufacturer narrative:
This file is related to complaint file (B)(4) "user error ¿ ¿another stent (g23134) was deployed within the original stent." Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The evo-fc-10-11-6-b device of lot number c1944740 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on evaluation of the device the following was observed: visual inspection: protective tubing returned. Red leur detached and safety wire still in place. Red marker at end of device. Directional button is in deploy position. No stent returned. Functional inspection: handle actuation fine for deployment and recapture. Safety wire removed with no issue. Manufacturing records: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1944740 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1944740. Instructions for use and/label: as per the instructions for use, ifu0062, which accompanies this device, instructs the user to; "if stent repositioning is required during deployment, it is possible to recapture stent. Note: it is not possible to recapture stent after passing point-of-no-return, indicated when red marker on top of handle has passed the point-of-no-return position on the handle label." And "placement of a fully covered stent across a branch duct or major bifurcation may result in obstruction¿. There is evidence to suggest that the customer did not follow the instructions for use. As per medical advisors input "as per the imaging review, it seems like a user error i.e., the clinician should have realized the proximal end of the stent not behaving correctly while the stent was unsheathed, and should have recaptured and repositioned the stent if it was truly related to the stent performance. Image review: impression: per the complaint report, the physician admittedly inadvertently deployed an evolution biliary stent entirely within the cbd while intending for it to be transpapillary. Reportedly, but not appreciated on the ercp image because of the poor quality, the proximal end of the stent did not open fully. The clinician believes the stent should have ¿fully expanded as the stent was deployed above the stricture¿. The clinician should have realized the proximal end of the stent not behaving correctly while the stent was unsheathed, and should have recaptured and repositioned the stent if it was truly related to the stent performance. Occasionally, if the stenosis is severe enough and the length of the stent bridging the stenosis does not allow adequate overhang, you can see some lack of expansion at the end of the stent, but this typically resolves with time. Without better imaging demonstrating the pre and post ercp images, I can only speculate on described scenario and potential contributing factors. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the available information it is known that the stent fully depolyed within the duct (mistake by user). As per complaint description "the clinican believes the stent should have fully expanded as the stent was deployed above the stricture." From images review " the clinician should have realized the proximal end of the stent not behaving correctly while the stent was unsheathed, and should have recaptured and repositioned the stent if it was truly related to the stent performance." Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, stent fully depolyed within the duct (mistake by user) confirmed quantity of 01 device, confirmed used. According to the initial reporter, no adverse effect on the patient was reported due to this occurrence. Another stent (g23134) was deployed within the original stent. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU/label. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplement report being submitted due to the completion of the investigation on 10-nov-2023.

Event description:
Physician performed a sphincterotomy. Jag .035 wire was advanced into the duct and advanced beyond the stricture. The evolution biliary stent was advanced over the pre-positioned wire guide through and beyond the stricture. Once the position of the delivery system and stent was confirmed, deployment of the stent began. The user, by mistake, fully deployed the stent within the duct. As per the attached xray the proximal end other stent failed to fully open. The clinician believes the stent should have fully expanded as the stent was deployed above the stricture. The delivery system is being returned, however the stent is unable to be returned. No unintended part of the device remained inside the patient's body. Another stent (g23134) was deployed within the original stent. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.